Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor during the call when the patient synchronized patient programmer with ins, it was confirmed that the ins was off and caller was unsure how or when the ins was turned off. Caller was assisted in turning stimulation on and set at 1.5v and patient confirmed they could feeling therapy "zooming" confirming stimulation was comfortable. It was also reported that the patient's bowel is like "little balls" and stated patient had not been to the bathroom in 2 days. Caller was reviewed that patient just made adjustment today and redirected to health care professional if symptoms do not improve. No further complications were noted or anticipated.